Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device's flow sensor assembly was found to be damaged. The device had evidence of physical damage. The device's flow sensor assembly was replaced to address the issue.